Event description:
It was reported that the patient was dissatisfied with their former healthcare professional¿s (hcp) service. The patient stated that the hcp was ¿overdosing her¿ with fentanyl. The patient stated she ¿would have been dead if she were still under his care.¿ the patient noted she wanted the hcp¿s name removed from her card and ¿did not want to hear his name again.¿ the pump was used to infuse fentanyl and baclofen (unknown). No intervention or outcome was reported for this event. Follow up was conducted to obtain additional information but was not received at the time of this report. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), product type catheter. (B)(4).

Manufacturer narrative:
Updated to reflect the information received on 2017 (B)(6). Updated to reflect the UDI of the main reported device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-26 from the consumer. The patient reported that their hcp overdosed them and that the medication in the pump was dangerously high. No further complications were reported.